Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as a burn mark that resembled a welt under the front therapy electrode pad that was almost as large as the pad. The irritation also reportedly was bleeding. The patient removed the lifevest and applied neosporin to the affected area. Follow-up indicated that the patient's irritation was still present. The current medical condition of the irritation is unknown as multiple additional follow-up attempts were unsuccessful.